Event description:
Event description boston scientific received information that this patient called to report that his pacemaker was programmed to 70 beats per minute. He felt 'woozy' that day and noted that his blood pressure machine documented a heart rate of 40 bpm. Then his hr returned to 70 bpm again, and he was feeling fine. Contacted clinic, weekend and no one there. He is pacemaker dependent for an intrinsic heart rate over 40 bpm. When checked at the clinic later, it was working fine.this device is included in the insignia microcrystal fm 2 advisory. The device was explanted and replaced.

Event description:
Event description boston scientific received information that this patient called to report that his pacemaker was programmed to 70 beats per minute. He felt 'woozy' that day and noted that his blood pressure machine documented a heart rate of 40 bpm. Then his hr returned to 70 bpm again, and he was feeling fine. Contacted clinic, weekend and no one there. He is pacemaker dependent for an intrinsic heart rate over 40 bpm. When checked at the clinic later, it was working fine. This device is included in the insignia microcrystal fm 2 advisory. The device was explanted and replaced. Additional information received states that this device remained in service all this time and was recently removed from service with a reason of normal battery depletion.

Manufacturer narrative:
The device has been explanted and replaced. The patient reports he continues to have dizzy and pre-syncopal spells. He discussed this with the fcr, who he states thought it could be a problem with the leads, which are non-boston scientific. No additional information is available at this time. If additional information becomes available or if the device is returned, the event will be opened. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.